Event description:
It was reported by the patient that they had a sensation similar to phrenic nerve stimulation or diaphragmatic pacing which was occurring at a two month interval around the same time of day. The patient suspected that there was a cell tower causing electrical interference and noted that it was causing the cardiac resynchronization therapy pacemaker (crt-p) to ¿malfunction¿ for a short amount of time. The patient also reported ¿tremendous pacing pulses¿ in their side, increasing their heart rate well over 100 beats per minute (bpm). The patient then also further described checking their heart rate with an external electrocardiogram (ECG) and noted it was ¿going crazy,¿ they were feeling a ¿fuzzy tingling¿ over their heart and their head ¿felt funny¿ and they almost passed out. They mentioned a flat line in the ECG for a couple seconds without a pace. They noted that they were seen by their doctor who did not see any issues or events recorded in line with their symptoms but mentioned that they occasionally do notice symptoms during device checks in the clinic. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.